Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead suffered from twiddler's syndrome. The physician opted to perform a device revision procedure to suture the device down in the pocket to prevent twiddling. Lead measurements were noted to be within normal limits prior to opening the device pocket. The pocket was then opened and the device was sutured to the pectoral muscle. The pocket was then closed and the lead was retested. The rv lead was no longer sensing in bipolar configuration and pacing impedance measurements were less than 200 ohms. Threshold measurements were noted to be stable, so sensing was reprogrammed to unipolar. It was noted that the device was programmed to left ventricular (lv) only pacing. The procedure was completed and no further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.